Event description:
It was reported that during a hemorrhoidepexy procedure, after firing the staplers and turning the knob half to 3 quarter turn, the surgeon couldn't take out the stapler even after turning right and left. It felt stuck. He ended up have to open the stapler all the way and take it out with some force. This resulted in some bleeding in the stapler line where he has to suture. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4).